Manufacturer narrative:
The qa lab evaluated the returned reagent and found it to read an average of 118 mg/dl high, out of specification. Results were satisfactory using iqa retention reagent.

Event description:
The advocate called for help with the customer's contour system. He alleged that the customer had received control test results that were high, out of specification. The complaint did not meet the criteria to be reported at the time of the call, but the test strips were returned for eval. Replacement test strips and a new meter were sent to the customer.